Event description:
A customer reported experiencing a low blood glucose level with a reading of 47 mg/dl. The customer consumed carbohydrates to address the low blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.